Event description:
Independent repair center: customer alleged unit will not start and the key failure is the valve operator is stuck as stated on the repair statement additional malfunction on this device: power switch not alarming.